Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation four samples were provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device and the plungers moved without issue. A device history review was performed for reported lot 2207113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. The silicone employed in this product is a medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate plunger movement. Results for the reported lots were reviewed and no issues were identified, all production and quality processes were carried out normally. Retained samples of lot 2207113 were used for additional evaluation. The product was visually inspected, no damaged or molding defects were observed, the plunger moved properly along the barrel, and silicone content and breakout force testing verified product met required specifications. The retuned samples underwent the same evaluations and all product was found to meet required limits, noting the silicone within one sample was slightly above our specification, however, it was verified the quantity was still compliant with iso-7886-1 and plunger movement was verified to be within required limits. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time. In relation to the silicone found above our specification, it is possible that a stop in the manufacturing line caused the syringe to remain under the silicone dispenser, dripping extra silicone into the one syringe. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time, although it is verified to have occurred during manufacturing. A project has been initiated to further review our silicone process. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Post investigation findings: the retuned samples underwent the same evaluations and all product was found to meet required limits, noting the silicone within one sample was slightly above our specification, however, it was verified the quantity was still compliant with iso-7886-1 and plunger movement was verified to be within required limits.